Event description:
Boston scientific received information stating: the lead was explanted due to a recall. (B)(6) event date- (B)(6) 2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)